Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he experienced low blood glucose levels of 44 mg/dl. The customer reported blood glucose level of 40 mg/dl at the time of call. The customer reported no delivery alarm on the insulin pump. Troubleshooting was performed for no delivery alarm. The customer reported that the cannula on the infusion set was not bent. The customer reported that there were some adjustments made on the insulin pump settings by the health care professional and his blood glucose has been increasing since then. The customer reported multiple readings of high and low blood glucose levels. The customer reported at 9:18 am, his blood glucose was 174 mg/dl, he gave himself a bolus of 4.25 units for 66 carbs, then at 9:52 am, he gave himself a bolus of 3.8 units but the blood glucose was unknown. At 11:49 am, his blood glucose level was 292 mg/dl and after bolusing himself 6.3 units his blood glucose level was 302 mg/dl at 12:38 am. The customer gave himself 65 carbs units and 7.4 units of insulin and 10 units with a manual injection. At 2:18 the customer's blood glucose level was 403 mg/dl and the customer gave himself another injection of 20 units. There was no indication that the insulin pump over delivered insulin. The insulin pump was not returned for analysis.